Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe failed to deliver monopolar energy output. The customer stated that bipolar energy output was normal. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer tried to swap the monopolar connection and power cycle the erbe, but the issue was not resolved. The tse had the customer use a third-party generator for monopolar energy activation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: powered on erbe and reported error c-33 occurred; replaced erbe with new one.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi)did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was replicated. A review of the logs found no errors confirming that the issue occurred in the field. A visual inspection found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed c-33 errors on startup. The unit will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-33. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.